Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), specifications, and trends was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: " key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation(>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck(<15 mm); an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak." Patient anatomy is a possible cause, key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation and thrombus or calcification. However, it is most likely that the tffb was over- or undersized or placed in an unintended location. If the device was oversized, slight pleating could occur which would allow blood flow around the graft; if it was undersized, the blood would be able to flow around the graft or it could migrate slightly downwards. "Strict adherence to the zenith flex aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device in folding or compression". Attempts were made to obtain the imaging and sizing chart back for evaluation, the customer communicated that these are not available. The root cause is inconclusive since the imaging and the sizing chart would be necessary to determine whether the customer¿s anatomy and sizing was appropriate. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The proper personnel have been notified of this complaint, we will continue to monitor for similar issues. Per the quality engineering risk assessment no further action is required.

Event description:
The patient is doing well. No additional information was received.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A (B)(6) female patient underwent aaa repair. Aortic dissection and dissecting aneurysm of aorta was also observed. After placing the devices, proximal type I endoleak was confirmed but it was resolved by placing a zenith aaa endovascular graft aaa ancillary component main body extension. The patient is doing fine after the procedure.